Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 13mmx2.50mm, concentric, de novo target lesion containing a >=90 degrees bend was located in the severely tortuous and moderately calcified ramus vessel. After a 6f non-boston scientific (bsc) guide catheter was engaged coaxially and a non-bsc guide wire was crossed the lesion, pre-dilation was performed with 2x12mm non-bsc balloon catheter resulting to 40% residual stenosis. Following pre-dilation, a 16 x 2.50mm promus premier select drug-eluting stent (des) was advanced for treatment but the device failed to cross the lesion. The device was removed and the lesion was pre-dilated again; however, the stent struts were found to be damaged. The procedure was completed with a 2.5x16mm promus premier select des and post dilated with a 2.75x8 non-bsc balloon catheter. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
A2: age at time of event - 18 years or older. Device eluated by MFR: p select ous mr 16 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent damage was noted in the proximal end of the stent. Struts were found to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no issues. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 13mmx2.50mm, concentric, de novo target lesion containing a >=90 degrees bend was located in the severely tortuous and moderately calcified ramus vessel. After a 6f non-boston scientific (bsc) guide catheter was engaged coaxially and a non-bsc guide wire was crossed the lesion, pre-dilation was performed with 2x12mm non-bsc balloon catheter resulting to 40% residual stenosis. Following pre-dilation, a 16 x 2.50mm promus premier select drug-eluting stent (des) was advanced for treatment but the device failed to cross the lesion. The device was removed and the lesion was pre-dilated again; however, the stent struts were found to be damaged. The procedure was completed with a 2.5x16mm promus premier select des and post dilated with a 2.75x8 non-bsc balloon catheter. No patient complications were reported and the patient status was stable.